Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she had two sensors whose electrodes were bent and exposed. The customer also reported that the sensors did not communicate properly with the transmitter. Blood glucose level at the time of the incident was 191 mg/dl. The customer was advised that the sensors would be replaced and agreed to return the products for analysis.

Manufacturer narrative:
A complete analysis and testing of 1 opened and used enlite sensor showed that it was functioning properly and passed all functional testing. However, found the sensor cannula was bent; unable to confirm if the customer received the sensor in said condition due to the sensor was returned opened and used. Unable to confirm adhesive anomaly to the sensor was returned opened and used.